Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It has been reported by the pt that he received a durom us acetabular component 52/46 l, left side, in (B)(6) 2008. The pt has a planned revision surgery, due to metallosis, for (B)(6) 2014 and this will be his second revision. Nb: the first revision surgery is documented under (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should add'l info become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer ref number (B)(4). Nb: the first revision surgery is documented under (B)(4).